Event description:
It was reported that the clinic is upset because there have been discrepancies in the device longevity estimates. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed no anomalies. As of (B)(6) 2011, the battery voltage appears stable at 2.92 v. Ramware version 8 installed on (B)(6) 2011.